Manufacturer narrative:
B3 event date: estimated.

Event description:
It was reported that this inflatable penile prosthesis was auto-inflating and the issue was suspected to be related to the pump. The pump bulb was hard to squeeze and was not operating as expected. During the revision procedure, the reservoir was tested and appeared to be functioning properly. The chronic pump was removed and replaced. The new pump was connected to the original cylinders and reservoir. The system was tested with the new pump; the auto-inflation appeared to be resolved and pump action was improved. No patient complications were reported.